Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first time the surgeon attempted to fire the stapler in this case, the device locked out. They removed and replaced that reload and they fired the device successfully on tissue two more times. On the third firing, however, two of the three rows of the cartridge did not form. On this firing the surgeon indicated that the device "sounded different" and the force to fire went from normal to "too easy to fire." Upon removing the device and examining the staple line, the surgeon observed that only the very outer row of the staples was formed. These were all green reloads. The surgeon then opened a different device, fired another green reload to correct the misfire; had to fire an additional reload to correct the misfire which resulted in the formation of a smaller gastric sleeve than he would normally create. He completed the case successfully and there were no other adverse events.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.